Event description:
It was reported that when a patient, having undergone surgery, was disconnected from the ventilator at the end of the procedure, the device that had been placed in the breathing circuit was most likely left on the breathing circuit (yet to be confirmed). After the patient had been transferred to an ICU bed and reconnected to the breathing circuit including the device, the pressure alarms of the ventilator indicated a blockage. The patient's condition worsened, but returned to normal when the device was removed from the circuit.

Manufacturer narrative:
.